Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5024m-58 lead implanted: 1999-(B)(6); (B)(4).